Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot issue occurred. It was reported there was coagulation on the tip of the catheter when the catheter was pulled out of the body mid-case. They replaced the catheter and continued the procedure. Additional information was received indicating no char was on the catheter. There was no system errors, no temperature or flow issues. The generator was in power control mode with the correct catheter settings selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Duration of ablation used not greater than 60 or 120 seconds, average contact force not greater than 40 grams or 25 grams, not forced above 40 g for any extended periods of time. Irrigation rate used was not outside of those prescribed, heparinized normal saline was used, and carto visitag module was used at the following settings: respiration adjustment was checked, maximum distance change:3, minimum time: 3, force over time: 25%, minimum force: 3g. Tag index color option was used. The patient did not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot issue occurred. It was reported there was coagulation on the tip of the catheter when the catheter was pulled out of the body mid-case. They replaced the catheter and continued the procedure. The patient did not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: on 10-jan-2023, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, impedance, temperature, irrigation tests, and microscopic analysis of the returned device were performed following bwi procedures. Visual inspection was performed and a clot was observed on the tip. The temperature and impedance test was performed, and the device was found to be working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the irrigation test failed due to the tip occluded with reddish material. This issue could be related to the handling procedure; however, it cannot be determined. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. Biosense webster¿s quality process ensures all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).